Event description:
The implantable cardioverter defibrillator (ICD) has begun to emit beep tones. It was concluded that the device has not been implanted long enough for an eri (elective replacement indicator) battery status to be the cause for these tones.